Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found an insulation abrasion at 52.2cm - 53.4cm from the connector pin. The rv cables were broken in this area, which caused the high hv lead impedance. The abrasion damage is consistent with friction to another implantable device.

Event description:
It was reported that the patient expired. Review of session records indicated that the device was attempting therapy delivery during a vf episode, but the therapies were truncated due to a high lead impedance detection.